Event description:
The facility stated that the surgeon implanted an aq2003v 3 piece siliconelens. The lens haptic broke upon insertion into the eye. The lens was removed. No patient injury. The injector and cartridge model and lot numbers were not specified by the facility.